Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative replaced the suction overflow safety trap to resolve the reported issue.

Event description:
The hospital reported a malfunction causing a loss of suction. There was no report of patient involvement.